Event description:
It was reported that the vns patient was experiencing an increase in seizures suspected to be due to end of service condition of the device. The patient¿s device showed a near end of service condition at the patient's last office visit on (B)(6) 2014. The patient was admitted to the ER on (B)(6) 2014 underwent generator replacement surgery on (B)(6) 2014. The explanted device has not been returned to date. The patient¿s replacement device was programmed on the previous device settings. A battery life calculation using the available programming history showed 0 years remaining until neos: yes.

Manufacturer narrative:
.